Manufacturer narrative:
This report is submitted on august 14, 2019.

Event description:
Per the clinic, the electrode was repositioned on (B)(6) 2019 at the revision surgery due to device placement issue. After the device repositioning, the audiologist measured impedances and nrt with a good responses. The implanted device remains.